Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault. The device battery was depleting faster than expected. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault. The device battery was depleting faster than expected. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device recoded a fault code on patient's latest transmission. Boston scientific technical services (ts) called and advised a generator change. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault. The device battery was depleting faster than expected. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device recoded a fault code on patient's latest transmission. Boston scientific technical services (ts) called and advised a generator change. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.